Manufacturer narrative:
The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed that the pump was in excellent working condition no external damage was noted. Primary audible background test found in pump event history log. During functional testing using the flow and occlusion test, the reported issue of primary audible alarm test was unable to be duplicated. The root cause was unable to be determined. Replaced interconnect board and speaker as a preventative measure. A corrective and preventative action has been opened to address the reported issue. This remediation MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited system failure, primary audible alarm post. No patient injury was reported.